Event description:
On (B)(6) 2014, a physician at (B)(6) was using the 27ga needle in question to administer pain management to the patient in preparation for a chest tube insertion procedure. When pulling the inserted needle back out of the patient the needle broke away from the hub and remained in the patient. The physician was unable to retrieve the needle. At that time the physician consulted the cardiothoracic surgeon and it was determined that a CT scan was needed to locate the needle within the patient. After the CT scan the surgeon proceeded and completed the chest tube insertion procedure. The patient was already receiving chemo therapy treatments and an infection set in at the site surrounding the needle. The patient was transported to (B)(6) where the needle will be removed surgically.